Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had increasing thresholds to high thresholds and at the same time had decreasing pacing impedance down to low impedance. The device switched from bipolar to unipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.